Event description:
Implant date: 06/1990. Pt complained of pain. Revision surgery on 10/16/1991 to replace hardware and repair pseudoarthrosis found at l4-5 and l5-s1. It was found that the right sacral screw had dislodged from the rod. Due to pain, revision surgery was performed again to remove device on 10/27/1993 at which time it was noted that the fusion was solid.